Event description:
It was reported that during a gyn procedure, the surgeon perforated the uterus with the device. The surgeon had been experiencing difficulty in cutting and with coagulation and had exchanged one device for another, but this was not reported as related to the perforation. No medical/surgical intervention or further pt adverse events reported.